Event description:
It was reported that a device alarmed for a system error 322. There was no pt injury regarding this device.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was tested with no reoccurrence of the system error 322. However, review of the history log confirmed the error. The upper and lower auxiliary were found to be out of specification. The upper and lower auxiliary were replaced.